Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint is confirmed. Visual examination of the returned products identified that the shims exhibited signs of repeated use and the ball bearings and springs had disassembled and has one missing bearing. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to a design issue. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 42527900704, lot # 62215877. Item # 42527900701, lot # 62357321. Item # 42517000707, lot # 62419057. Item # 42527900500, lot # 63012231. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03387, 0001822565-2019-03388, 0001822565-2019-03389, 0001822565-2019-03390.

Event description:
It was reported instruments were found missing bearings and fractured in the warehouse. No adverse events have been reported as a result of this malfunction.